Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's firewall was causing the drawers not being detected on bus. A field service engineer disabled the firewall to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was not detected on communication bus prior to the start of a procedure, causing a 1-hour delay to patient care. Customer added that the entire station was down even before the removal of medication and confirmed that there was no adverse event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-jan-2022 to 05-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to detect on the communication bus. The field service engineer observed that the device's firewall caused the issue. The engineer disabled the firewall to resolve the issue in the case (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was not detected on communication bus prior to the start of a procedure, causing a 1-hour delay to patient care. Customer added that the entire station was down even before the removal of medication and confirmed that there was no adverse event. There were no adverse events or injuries reported based on this event.